Manufacturer narrative:
Only the video monitor was returned to verathon for evaluation. The received monitor was tested by verathon technical services, the reported green lines and flashing image could not be confirmed when using a test baton. The video monitor was tested and returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the monitor's image had green lines and a flashing image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.